Event description:
I changed my bandage yesterday and little while later it started itching. When I took it off today to change, I notice blister and sores where the adhesive was. I cleaned it right away and put triple antibiotic ointment on it.